Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had evidence of myopotential oversensing predominantly on the right atrial (ra) lead but some on the right ventricular (rv) lead. There was no evidence of asystole greater than two seconds. Lead diagnostics show a relatively consistent trend over the past year for both leads. Surgical intervention was performed and the ra lead was capped and replaced. The device remains in service. No adverse patient effects were reported.